Event description:
Device 1 of 3. Reference MFR report #s 1627487-2012-00386 and 1627487-2012-00387. It was reported the pt's (B)(6) pns system (off label) was explanted due to infection. A culture was taken; however, the results have not been confirmed. There are no plans for reimplant.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.